Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 instrument did not close at the apex after firing 6 clips. A 2nd er320 was used to complete the case. There was no consequence to the pt.